Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the stylus of the programmer was not calibrating with the cursor. The stylus did not align with the cursor in the upper right part of the screen. Calibration did not fix the issue. The stylus was able to calibrate using a test display. Replaced the computer platform. Reloaded and updated software. The device then passed all safety, console and systems tests using the monitor head. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer was not calibrating with the cursor on the screen of the programmer. The programmer was returned for service. There was no patient involvement reported.